Event description:
Treatment of a p-comm aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. After several manipulations, the pushwire broke off at the capture coil. Several attempts were made to release the pipeline from the capture coil with a balloon, catheter and alligator retrieval device but without success. At the end, the physician decided to leave the pipeline with the distal end closed with the capture coil and wire attached in the patient. It was reported the patient had a small stroke with a quarter vision lost in the right eye post procedure. On follow-up, the patient was reported as 'recovered and discharged'.

Manufacturer narrative:
The proximal segment of the pushwire was retuned for evaluation with approximately 1.5cm of the distal segment missing. Analysis of the cross section at the break point showed the failure of the pushwire occurred due to torsional overload. (B)(4).